Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the haptic of the intraocuar lens (iol) was broken after the implant and the patient had to proceed with reoperation of new lens the next day, with no reported patient harm. Additional information was requested.

Manufacturer narrative:
Additional information provided in d.6. And d.7. The manufacturer internal reference number is: (B)(6).

Manufacturer narrative:
Additional information was provided in d6, d7, d10, h3, h6 and h10. The product was returned. Solution is dried on the lens. Haptic and optic damage was observed. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The attached photo matches the returned sample. The reported broken haptic was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met companies release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. In addition, the associated products were not provided. It is unknown if a qualified cartridge and handpiece combination was used with the lens. The use of non-qualified combination may result in delivery issues and/or product damage. It is unknown if a qualified viscoelastic was used. Due to differing viscosities, the use of a non-qualified viscoelastic may result in delivery issues and/or product damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. A photo was provided of the lens in the eye. One haptic appears to be broken-gusset area. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported event could not be determined. Based on review of the photo one haptic appears to be broken-gusset area. A determination for the haptic damage cannot be made from the photo. It is unknown if qualified associated products were used. The manufacturer internal reference number is: (B)(4).